Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to cuff erosion. The surgeon believed that the existing 4.0 cm cuff may have contributed to this issue. The existing aus was therefore explanted and replaced with a new aus consisting of a 4.5 cm cuff, a pump, and a balloon. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.